Manufacturer narrative:
G4 - premarket / 510(k) #: k213593.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, the catheter got stuck on non-boston scientific wire after starting auto-pullback. The catheter and wire were pulled out to remove them from the body. The procedure was completed using an alternate method. The patient is stable and there were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, the catheter got stuck on non-boston scientific wire after starting auto-pullback. The catheter and wire were pulled out to remove them from the body. The procedure was completed using an alternate method. The patient is stable and there were no patient complications.

Manufacturer narrative:
G4 - premarket / 510(k) #: k213593.